Event description:
No additional information is available related to this supplemental report.

Manufacturer narrative:
This supplemental MDR includes a correction to indicate that an additional grid line was added to capture a second patient/occurrence. All the available information had been provided in the initial MDR however, the material grid did not capture both events. A complaint history record(chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record(DHR) review could not be performed as no batch/lot number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. Root cause couldn't be determined due to unavailability of sample/batch/lot number information. H3 other text : see narrative.

Event description:
It was reported that the unspecified bd¿ 22g piv needle experienced leakage. The following information was provided by the initial reporter: flushed 22g piv and blood started leaking out of the IV while the flush was still attached. The leak was at the distal part (away from patient) of the piv where the hub meets the tubing.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.